Event description:
Indication: chronic inflammatory demyelinating polyneuritis: inbound call from patient stating that her something on her pump was broken (no further details at this time). Unknown if pt missed a dose; no adverse event reported- unknown if available for return; unknown lot/expiration. Unknown if md aware. No further information known. Reported to (B)(6) by pt/caregiver.